Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported the systems' cine operation was unavailable. When this function fails, there is a loss in performing subtraction, road-mapping, or other critical vascular cine functions. No patient injury was reported.